Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient complains that battery surges on a daily basis. There were no known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed was that patient was reprogrammed and impedance check was performed. Shut off adaptive stim. It was unknown if the issue was resolved at the time of the report but rep was going to follow up for more information. Hcp had no further information. Patient's weight was asked but unknown. No further complications were reported/anticipated. (B)(6) 2018 additional information was received from the rep. Rep further clarified that surging meant increase in stimulation. There was no further information on whether the issue was resolved. The cause was unknown. The provided information was confirmed with the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the unit had never been reprogrammed. The patient said the adaptive mode was still surging and there was occasional surging in regular mode. No further complications were reported/anticipated.